Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a long hair inside of the sheath upon opening the packaging.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause of the reported event could be equipment error due to which material got contaminated, resulting in the device being unusable. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Activate the hydrophilic coating by placing the dilator and sheath components into saline or sterile water. Place an 0.035" (0.889mm) or 0.038" (0.965mm) guidewire into the ureter using standard endourology techniques. 2. Ensure the dilator lock is securely engaged with sheath hub prior to insertion. 3. Insert the guidewire into the tapered end of the dilator/sheath assembly and gradually advance the assembly into the ureter. Note: placement of the assembly can be verified using fluoroscopy or radiographic means. 4. While maintaining sheath position, disengage the dilator lock from the sheath hub to gently remove the dilator. Do not advance sheath without the dilator in place. Note: suture holes are provided on sheath hub for securing externally, if desired. 5. An endoscope and/or related instruments can now be used through the ureteral sheath as needed. 6. If desired, irrigation can be applied using the luer connector on the dilator. 7. Upon completion of the access procedure, gently withdraw the device. 8. Discard the device in accordance with hospital procedures and with applicable laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a long hair inside of the sheath upon opening the packaging.